Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the proximal to mid right coronary artery, what was initially thought to be a perforation occurred, and an expired 2.8x19 mm graftmaster was implanted; however, it was later confirmed to be a dissection. The graftmaster successfully treated the dissection. The patient did well and was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). The graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The IFU deviation did not contribute to the reported event.

Manufacturer narrative:
(B)(4). The reported patient effect of intimal dissection as listed in the graftmaster rx coronary stent graft system, instructions for use, (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Additionally, the IFU states to fully expand the stent by inflating to nominal pressure of 15 atmospheres at a minimum. It is unknown if this contributed to the event. The reported failure to advance, stent dislodgement and difficult to deploy appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch reports, it was noted that the graftmaster stent was deployed at 12 atmospheres, which is below nominal pressure of 15 atmospheres. The intended location of the graftmaster was the mid right coronary artery (rca) and it dislodged in the proximal rca. The graftmaster was deployed proximal to intended location using multiple balloons, ultimately the 3.5x20 mm non-compliant balloon. The graftmaster partially covered the dissection in the proximal rca; however, there was a need to use an additional drug eluting stent to completely cover the presumed dissection length. Although the graftmaster itself did not extend the length of the dissection; the manipulation of the catheter and equipment in order to reach the intended segment with the graftmaster likely contributed to dissection formation. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch reports, the following information was received. Due to heavy calcification and tortuosity, the graftmaster stent system failed to reach the dissection, then the stent dislodged from the delivery system, proximal to the area of dissection. There was difficulty deploying the graftmaster due to the heavy calcification and the stent did not fully expand, so post dilatation using a non-abbott, non-compliant 3.5x20 mm balloon dilatation catheter was performed with good apposition and timi 3 flow in the artery. A drug eluting stent was implanted to cover the dissection. No additional information was provided.